Event description:
Boston scientific received information that this device was exhibiting tones and a message was received stating battery voltage too low for remaining capacity. The device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
Efforts to obtain additional product issue details were unsuccessful. This product issue will be updated if additional information is received.